Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor readings, cause was unknown. High bg was addressed with correction boluses and a manual correction injection. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.